Event description:
It was reported that during an arthroscopic procedure the pressure chamber bloat and the pump delivered continously water. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation was confirmed. Visual evaluation revealed damaged to the neoprene sleeve (collapsed). No other damaged was observed. During device functioning, the ar-6415 tubing was assembled to a known good ar-6480 pump to be tested under normal use conditions. When powering on the device starts working as intended, but once the device is clamp and release an audible alarm was triggered for pressure failure. Device was also tested for leaks at the connection port, and no leaks were observed. Among the most common causes for this type of occurrence are unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump.